Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's handset started to lag when connecting to the myptm app. They also mentioned that they attempted to bolus because they were in pain and they didn't receive confirmation that the bolus was successful and it locked them out. Agent reviewed information and walked the caller through clearing data within the handset. Caller mentioned that sometimes they have difficulty connecting to the pump and also mentioned that no pump found sometimes displays. Caller stated they thought it could be due to the dressing that was still present over their incision. After clearing data on the call, pt confirmed that they were able to connect to their pump without a lag. Agent reviewed information and instructed pt to monitor the issue going forward. The troubleshooting steps taken during the call seemed to have resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot : unknown, ubd: , UDI: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.